Event description:
The customer called for help with his contour meter. He performed control test and received a reading of 263 mg/dl. The normal control range was 102-142 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.